Event description:
Additional information received reported that the patient never had therapeutic effect. The device was removed and the patient wanted to know what to do with the programmer.

Event description:
Additional information stated the patient planned to have her device removed on (B)(6) 2013, so she could have an unrelated MRI. It was stated the patient hadn¿t had her stimulation on since ¿who knows when.¿

Event description:
It was reported the implant ¿never worked¿ since it was implanted in (B)(6) 2013. It was stated the device had been turned off for many months and the patient wanted to get it explanted so she could get an MRI. It was reported the patient did have concerns. It was stated she was advised to not have an MRI with the device in her body but ¿head MRI ¿ ok ¿ but nothing else.¿ the patient stated she planned to have the device removed. Reportedly the patient was in the process of having the device removed and ¿it should have not been installed at all.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# va0422t, implanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).